Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at device change-out, externalized conductors were observed via fluoroscopy. Upon interrogation, high impedance was found. Lead was explanted and replaced.